Manufacturer narrative:
Medwatch sent to FDA on 06/21/2016.

Event description:
Health professional reported, "one of the alcl patients had further surgery to remove [their] replacement implant and the 'new' capsule. Thus has come back positive for alcl," specified as right side. This event will be captured as lymphoma as pathological markers to confirm alcl have not been received.

Manufacturer narrative:
Medwatch sent to FDA on 05/10/2016. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of the event. Device has not yet been received. Device history record reviewed. Results state, "review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell run number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) ¿ information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist.

Event description:
Health professional reported, "one of the alcl patients had further surgery to remove [their] replacement implant and the 'new' capsule. Thus has come back positive for alcl," specified as right side. This event will be captured as lymphoma as pathological markers to confirm alcl have not been received.

Manufacturer narrative:
Medwatch sent to FDA on: 06/27/2016. Device analysis findings: "the device weighed 369.53 gm. Visual analysis showed brown encapsulation of <50% of the area of the device. There was brown particle material clarified as biological tissue located on the shell. There was discoloration on the thinner surface on the shell indicating wear abrasion. There was a flat crease on the shell."

Event description:
Health professional reported, "one of the alcl patients had further surgery to remove [their] replacement implant and the 'new' capsule. Thus has come back positive for alcl," specified as right side. This event will be captured as lymphoma as pathological markers to confirm alcl have not been received.